Event description:
A (B)(6) y/o with history of breast carcinoma, s/p bilateral mastectomies, bilateral capsular contracture; diastasis recti and deflated left breast implant. Per physician operative noted dated (B)(6) 2019, the implant on the left side was totally deflated. Left breast explant- mentor 5677103-425cc, explanted right breast- 5677103-425cc. Per final pathology dated (B)(6) 2019, breast, right implant, explanted: received fresh is a 488 g, 14.4 x 12.5 x 4.5 cm intact breast implant with minimal attached soft tissue and a tan textured outer surface with the inscription "mentor 5677103 425cc". Breast, left implant, explanted: received fresh is a 119 g, 14.6 x 12.0 x 0.7 cm breast implant with minimal attached soft tissue. No definitive disruption is identified. The outer surface is tan and texture with the inscription "mentor 5677103 425 cc".